Event description:
Pt underwent a CT-guided drainage of loculated right pleural fluid collection in 2007, in the CT scan dept. Following placement of a guidewire into the fluid collection, a 4 french dilator was inserted. Some sero-sanguinous fluid was removed. Post thoracentesis CT images demonstrated a small hydropneumothorax. Decision was therefore, made for placement of a right chest tube. During exchange of the 4 french dilator for a large dilator, the 4 french dilator broke near the skin entry site. In 2007, attempts at removal of the retained catheter in radiology under fluoroscopy was unsuccessful. Four days later, pt underwent a throacoscopy in the operating room and the piece of catheter was successfully removed within the pleural space.